Event description:
It was reported that balloon shaft broke. The target lesion was moderately calcified. A 15mm x 2.50mm wolverine coronary cutting balloon was introduced and during the procedure, it was noted that the balloon shaft broke midway outside the patient's body. The procedure was completed with a different device. There were no patient complications reported.